Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. Troubleshooting with tandem technical support was performed. Customer did not have a charging cable at the time of the call to determine if the pump still turned on when plugged into a power source. Customer had elevated blood glucose levels (268 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.